Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace revealed multiple ¿low pres1¿ alarm conditions on the reported date of (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that after the rt performed lung expansion therapy, the patient was just fine. The rt left the room and when she returned she found the patient needed to be changed. After changing the patient, the rt noticed the patient was ashen and his eyes were open and not blinking. The ventilator was not cycling with a low pressure alarm while connected to the patient. The patient coded and CPR was performed. The patient was placed on the back-up ventilator and was transported to the hospital. The next day when the rt came to the house, he found the ventilator's low side sense line was disconnected from the ventilator. The patient is now home.